Event description:
It was reported that during activation of the stortz bipolar forceps, smoke was released at the joint of the insert jaws. Absence of coagulation at the jaws. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).